Event description:
The customer's mother reports that the customer had a high blood glucose level of 450 mg/dl. Mother states she wanted more information on the silhouettes and how they work. Advised customer on how the system works and what is recommended for people that are lean and to avoid areas that have scar tissue. Troubleshooting for the high blood glucose was declined, but did mentioned that they treated with the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.